Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a lap total laparoscopic hysterectomy, the jaws became not to open during use. In that time, no tissue was clamped. So no tissue was damaged. The device was used for the ligament. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient. No pieces fell into the patient during the operation.

Manufacturer narrative:
(B)(4). Batch # m93h87. The device was received the upper jaw damaged at the proximal side. The device was connected to the generator and it was recognized. Because the jaw was damaged not all functional testing could be performed with the generator. The condition of the jaws prevented the functionality of the jaw. The device was unable to cycle open and close. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.